Event description:
The manufacturer became aware of an allegation of ds24dv auto CPAP that the patient alleging respiratory failure and also there was a report of patient death. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.